Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient reported a separation/disconnection of the transfer set. It was further reported the transfer set "popped off the catheter" during draining. The patient went to the clinic and was subsequently diagnosed with peritonitis. The patient was not hospitalized for the event, however the patient was started on vancomycin every 5 days. It was reported that the patient "had 3 or four doses". It was also reported that the patient had "anasept everyday for 21 days". It was also reported that the "patient was home from training for three weeks and was using proper technique." It was reported that the patient was using alcavis for cleaning but was "now being advised to use iodine". At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The instructions for use state that the transfer set should be connected to the vantive titanium adapter. The most probably cause of the event is use error as the patient did not use the recommended titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.not be determined.